Event description:
The complainant reported that the medical doctor inserted impella cp to the right groin per protocol and performed coronary angiogram. The medical doctor removed the impella sheath and secured impella per protocol. The patient moved mouth and got more sedation. The patient became nonpulsatile, with no pulse and blood pressure in the low 40s. Cardiopulmonary resuscitation was initiated and there was a return of spontaneous circulation (CPR) achieved after 11 minutes of CPR. The patient was successfully transitioned to an impella 5.5 within 24 hours.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.